Event description:
Patient brought emergently to the catheterization lab for stemi reperfusion. Patient underwent diagnostic coronary angiography, left heart catheterization, left ventriculogram, and pci. The stent was dislodged from its balloon in the ostial left circumflex, unable to extract out of body, currently at the distal radial artery site. Vascular surgeon was consulted. No surgical intervention required. Stent left in radial artery.